Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were experiencing low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 87 to 116 mg/dl at the time of the call. The customer used food and juice to treat. The customer experienced symptoms such as lethargy. The customer was wearing the insulin pump during the incident, but they do not use it to deliver insulin. The customer stated the pump was not working and that's what led to the low. The customer is also a brittle diabetic. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.